Event description:
It was reported that the tip of the right posterior-fossa pointer was found to be bent during testing or set up prior to a cranial procedure. A backup device was available for use to complete the procedure successfully using navigation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the pointer tip was bent was confirmed through the visual inspection and production software. During the device evaluation, we were unable to determine what caused the bent tip. It is possible rough or improper handling led to bent tip. The device was repaired and returned to stryker stock.

Event description:
It was reported that the tip of the right posterior-fossa pointer was found to be bent during testing or set up prior to a cranial procedure. A backup device was available for use to complete the procedure successfully using navigation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.